Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to impedance >3000 and no capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 58 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. In the course of the analysis, multiple signs of wear could be noted along the lead fragment. In particular in the distal region of the fragment, the insulation was found rubbed through. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore the shock coil was found deformed which most likely occurred during the extraction procedure. There was no conductor fracture found on the available lead fragment which could be the root cause for the reported impedance >300 ohms and loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to impedance >3000 and no capture. Should additional information be received, this file will be updated.